Manufacturer narrative:
No product was returned for evaluation. Reference samples were visually inspected and tested for occlusion and tightness. All test results were within specifications. The issue reported by the patient could not be duplicated. Product not returned.

Event description:
On (B)(6) 2012, the patient reported his blood glucose levels were elevated and he noticed the infusion set was leaking where the infusion tubing connects to the infusion site. The patient viewed the connection with a magnifying glass and stated it appeared one side was sprung out and the other side did not feel like it was tight. He noticed the leak because his clothes were wet where the tubing connects to the site. The patient's blood glucose was elevated to 165-210 mg/dl. His normal range is 135-170 mg/dl. He was able to correct the elevated blood glucose level via bolus of insulin with the infusion device. The patient does not recall whether or not he heard an audible click when he connected the infusion tubing to the infusion site. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replaced. The patient discarded the used infusion set; therefore no product was requested to be returned for product evaluation.